Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
Expiration date 12/31/2020. Implant and explant date: (B)(6) 2016 and (B)(6) 2018. Production date 05/03/2016. Manufacturing evaluation: the valve was received in the return kit, dry (not submersed as suggested). Visual inspection - a deformation of the outer housing of the valve was observed. Measurements were taken and were found to be outside the tolerance. Permeability test - a permeability test has shown that the prosa valve is permeable. Adjustment test - the prosa valve was tested and is not adjustable throughout the normal range. Braking force and brake function test - the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Results - finally, we have dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we confirm that the prosa valve was non-adjustable at the time of our investigation. We suspect that the strong deformation of the housing surface could have to a failure of the braking function. The cause of the deformation and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release, as it met all specifications of final inspection when released.